Manufacturer narrative:
Localized allergic reactions that may manifest as contact dermatitis are well-known and documented adverse reactions to hyaluronic acid filler injections. They are immune-mediated reactions related to patient conditions such as allergies to ha, lidocaine, or nickel composing the needle. In this case, previous injections of restylane kysse in the lips (timelines unkown) could have also acted as a sensitizer. With medical treatment, symptoms can be fully resolved quickly and without sequelae. In addition, the risk of such reactions is mentioned in the instructions for use of teosyal products.

Event description:
Primevigilance notified teoxane of an adverse event on 21-nov-2023. A patient was injected on (B)(6) 2023 with 1 ml in total of rha 2 in the nasolabial folds and lips (0.1 ml on each nasolabial fold and 0.8 ml between the upper and lower lips). The injection was done with the needle provided in the box. Immediately after the injection, the patient noticed red dots everywhere the needle had been placed. Over time, they spread, and the patient had redness and small, hard nodules on both nasolabial folds with a lot of dryness and itching. The left side was red through the full nasolabial fold, and the right side was blotchy red. The injector noted that the nodules the patient mentioned were just small superficial bumps that are seen with dry, irritated skin and did not appear to be nodules from the filler. The injector also notes that the rash and dryness come and go. The patient was on a dermatologist visit and was diagnosed with contact dermatitis. The injector confirmed that the issue was all superficial/topical. The patient had before restylane kysse in the lips and dysport in the forehead. She has no lidocaine allergy and has previously tolerated kysse well. A few days after the injection, the patient had dental work. The patient has tried treating symptoms with a ketoconazole shampoo to wash the area and an antibiotic cream, but there has been no response. She discontinued all skin care for a time to rule out her reaction to the skin care, but she was continuing to use the same beauty blender over the affected area. The dermatologist was starting her on a 14-day antibiotic regimen (unknown) and a new topical. Despite reminders, no updates were provided about the patient, so the case was closed as is.